Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they "can't pee well" and their bladder is not empting. Prior to the call today, they increased stimulation to 2.1v; they called in because they want to know how high they can increase stimulation. The maximum amplitude setting (8.5v) was reviewed with the patient. It was also reviewed that the they can increase stimulation higher than 2.1v, but stimulation shouldn't be increased to the point of being painful/uncomfortable. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) if symptoms don't improve. The issue has been occurring since implant. No device issue was reported and no further patient complications have been reported as a result of this event.